Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 2.1 mmol/l at the time of the call. The customer stated a button anomaly led to a button error alarm. The customer stated that they were starting to get into a hypoglycemic stated and needed help administering their blood glucose levels. The customer was stated that they were not able to exit the basal menu.